Event description:
An angio-seal device was deployed in 2000. The pt experienced minor bleeding and no palpable distal pulse were noted. A vascular ultrasound revealed total occlusion of the left femoral artery. In 2000 the angioseal device and thrombus were successfully removed and the pt was discharged on 1/27/2000.